Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 74mm fusiform abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter below the renal arteries was 29mm and 25mm in diameter immediately above the aneurysm. The length of the proximal neck was 21mm. The proximal neck diameter of the right iliac artery was 53mm. The proximal neck diameter of the left iliac artery was 29mm. Approximately four years from the index procedure, a secondary intervention was perfumed to resolve a type ib endoleak from the left contralateral limb. The physician placed an iliac extension. No additional clinical sequelae were reported and the patient is doing fine.